Event description:
The trial patient reported infection at the incision and had already gone to urgent care. The patient was in an advanced evaluation that started on (B)(6) 2016. Additional information received from the healthcare professional (hcp) reported the patient had a clinical exam at urgent care. The actions/interventions that were taken to resolve the infection were the patient was prescribed 500mg keflex for 7 days.